Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's fiancé, that the insulin pump was alarming failed battery test. The insulin pump kept alarming even though customer put in new batteries. Customer was unable to troubleshoot. The blood glucose was unknown. Nothing further reported.